Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient complained of instability as well as an audible clicking, feeling and to the touch in the posterior lateral part of her knee. The surgeon took out the existing insert and removed a piece of bone between the posterior condyles and put in the new insert."